Event description:
Customer reported, clinician performed the system checkout, including the low p leak check. At conclusion of checkout, clinician inadvertently left the test plug in the inspiratory port. A pt circuit was then connected to the stopper and the expiratory port, and the case was reportedly begun. The unit reportedly alarmed, and the stopper was removed. The case was completed with no further reported problem. There was no reported pt injury.

Manufacturer narrative:
Investigation/conclusion: as stated in the (B) (4) users manual, preoperative tests section, step 2 of the low pressure leak check states, "plug the right-hand (inspiratory) port". Once the test is completed, the manual states that the user is to "remove the plug in the right-hand port and reconnect the breathing circuit." The plug is used for the low pressure leak check to occlude in the inspiratory port. The plug has been designed in such a way to be obvious to the user, if left in place during an anesthetic. It is bright orange in color and has a large ring/flange that protrudes around the breathing circuit. It also is made of silicone and thus has a different feel than the other portion of the breathing system. In addition to the visual and tactile clues, there is a cascade of high priority system alarms, both audible and visual, that occur if the test device is left in the breathing circuit during a case.